Manufacturer narrative:
Evaluation summary: the images provided confirm the diseased nature of the rca and the unsuccessful delivery of the endeavor resolute stent. The images show the stent present in the proximal rca. The damage to the stent appears to have initially occurred on the proximal side. The procedural images confirm that due to the damage, the device wire and guide catheter were removed as a unit. There are images showing attempts to snare the damaged stent followed by attempts to crush the stent using a balloon. Final images confirm a bunched damaged stent still present in the femoral artery. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). Evaluation: results: (device inspected prior to use with no abnormalities noted. Root cause of stent deformation and dislodgement is most likely procedural related), (stent damage, stent embolism). Conclusions: (device inspected prior to use with no abnormalities noted. Root cause of stent deformation and dislodgement is most likely procedural related).

Event description:
The physician intended to implant an endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal rca. The target lesion was pre-dilated. Resistance was encountered while attempting to advance the stent to the target lesion. The stent could not be advanced and became damaged while attempting to position it. The stent was pulled back partially into the guide catheter and retracted as far as the sheath; however it could not be completely withdrawn. Attempts were made with guide wires and snares to retrieve the stent. The stent dislodged off the stent delivery system. Arterial flow to the right leg was compromised at times. The stent was eventually embolised in the right femoral artery. The sheath was removed and an angioseal was inserted.